Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - revision procedure indicated but not yet confirmed.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. Additional information: updated event description; patient is to be revised due to pain and loosening. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿ under possible adverse effects number 4 states ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿

Event description:
It was reported that a bilateral patient underwent a left total knee arthroplasty on (B)(6) 2008 and a right total knee arthroplasty on (B)(6) 2010. Subsequently, an upcoming revision procedure on the right side has been indicated due to pain and loosening and a custom tibial component has been requested for this patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information:

Event description:
It was reported that a bilateral patient underwent a left total knee arthroplasty on (B)(6) 2008 and a right total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on the right knee on (B)(6) 2014 due to recurring pain and loosening. A custom tibial component was implanted.

Event description:
It was reported that a bilateral patient underwent a right total knee arthroplasty on (B)(6) 2010. A custom tibial component has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown. There has been no reported revision procedure to date.